Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep later reported the cause of high impedances is not known. The healthcare provider (hcp) is aware. Since the patient has good coverage, he only intends to change the battery.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she was told by a manufacturer¿s representative (rep) that ¿one of my leads are bad¿ and that on of her leads wasn't working. The patient reported that she was ¿charging and charging¿ and that¿s when she found that out. The patient was informed by a rep of this in ¿maybe 2018, maybe 2017, don't quote me on that.¿ the patient was able to still be turned on and that they were able to work with the other leads. A rep reported that she met with the patient for the first time on (B)(6) 2020 and had no knowledge of any device/therapy issues prior to that. The patient's battery was dead and the doctor wanted the patient to charge the device. The rep would see the patient again on (B)(6) 2020 to see if there were any lead issues at all. The rep also reported that the doctor wanted to change the battery and wanted to rule out any lead issues before replacement. The rep noted that the patient did mention that she had a lead issue and was identified by some unknown rep years ago. The patient didn't provide any details. The rep later reported that it appeared 0, 8-15 were high impedances. The rep was able to program the patient with 2+3-4-5+ with great coverage of her painful area. The rep passed the information to the healthcare provider and the plan was to replace the ins.